Event description:
It was reported that during a hysterectomy procedure that tissue pad became almost unstucked from the clamp. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
Date sent: 04/21/2008. Information anticipated, but unavailable at this time.